Event description:
A beckman coulter, inc. Employee (field service engineer) reported that the waste fluid overflowed the waste container on the unicel dxh 800 coulter cellular analysis system during installation. Only 6c control material and reagents had been run through instrument, and no blood had been run. The operator was wearing gloves, goggles and a lab coat. There was no death or injury and no changes to any patient treatment associated with this event. There was no exposure to mucous membranes or open skin lesions. The field service engineer (fse) replaced the non-functional waste pickup tube. The root cause for the leak was a non-functional waste pickup tube.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).